Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The severely calcified lesion was in a tortuous rca and was predilated with a maverick balloon (size unknown). The physician attempted to cross the lesion with a taxus express2 2.5 x 20 mm drug eluting stent but was unable to cross. He attempted to cross with another taxus, a cypher, and a vision all of which were unsuccessful. The physician then treated the lesion with a rotablator (size unknown) using at least 2 burrs. He was then able to implant 5 taxus stents and 4 cypher stents. One of the 5 taxus stent balloons (taxus express2 3.0 x 20 mm) would not deflate immediately. The physician inflated and deflated the balloon in order for the balloon to deflate successfully. He encountered resistance in removal which caused the delivery device shaft to bend. The physician was able to remove the entire delivery system as a whole. Once the system was outside of the body the shaft broke. Physician did not believe that this was a product failure. No patient injuries or complications were reported.